Event description:
A pt was double skin tested on 9 nov 1999 and 14 dec 1999 with negative results. In 2000, the pt was treated with 1 cc of collagen into acne scars in cheeks and temples bilaterally. The pt reported some redness and tenderness at the injection site in left cheek the same day. The physician saw the pt on 18 feb 2000 and observed a 2.5 cm nodule, with redness at one injection site on left cheek, and 4 macules at nearby injection sites. The physician prescribed elocon cream. On 21 feb 2000, the nodule was gone, however discoloration persisted. Physician advised pt to use elocon cream for 4 more days, then discontinued. On 2 march 2000, physician felt discoloration was less red and more brown, and physician prescribed melanex solution to help with the fading pigment. On 16 mar 2000, the redness was back and the area was crusty and irritated. The physician discontinued the melanex feeling it may have been irritating the skin. Intralesional kenalog was injected. On 20 mar 2000, pt reported being better, but area was still red and blotchy. The physician has not determined whether the symptoms are related to a vascular event or a possible hypersensitivity. Pt denies personal or familial history of autoimmune disease.